Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (alarms, belt communication issue flags) has been confirmed. Upon investigation the trunk cable connector was cracked and the electrode belt was unable to securely connect to a monitor. The cause of the communication status flags and alarms was the damaged connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the belt's downloaded flags indicated a belt communication issue. The patient also reported that it was producing constant alarms during use.